Event description:
A (B)(6) year old male patient contacted zoll customer support to report that his monitor displayed a message to check electrode belt connection. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(6) has been completed. The reported problem (check belt messages) has been confirmed. Upon evaluation the trunk cable connector was damaged. The cause for the damaged connector cannot be positively identified but was likely the result of excessive force. No adverse event resulted from the broken connector. The patient received a replacement electrode belt.